Event description:
It was reported that during a laparoscopic cholecystectomy procedure, eight clips were used successfully then clip applier jammed and no more would dispense. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed six conforming clips and three malformed clips as they snapped towards the tissue stop; after each firing, body fluids came off from the shaft. In addition the device locked out as intended. It is possible that the dried body fluids could have prevented the proper feeding of the clips. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. No conclusion could be reached as to what may have caused the clip snapping incident.